Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). It was reported the patient woke them up because their stimulator had completely stopped, the patient was in a lot of pain and they were shaking really bad (experienced severe symptom return), the caller checked and the monitor said: end of service. The caller wondered why it failed so quickly, it has not been 2 years yet, they were unprepared, they did not notice it went down so fast, the patient has not had falls or other medical tests or procedures. The caller included the patients relevant medical history. The patients symptoms when they first got the device were: their left side was going crazy and their inside somewhat (going crazy) and now since sunday, both hands and their head feel like they are shaking inside and the whole inside of their chest (feels like it is shaking inside). The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Additional information received from patient via email stating a manufacturer representative has contacted them and discussed replacing the battery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient that circumstances that led to stimulator stopping and device being at end of service was the battery wore down. Patient is having new battery placed on (B)(6)2022.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.